Event description:
This event involved a patient 1 year post heartware lvad implantation who experienced charging issues with a single battery. The patient stated that after 4hours of charging, the battery is running out of power in 30-45 minutes. Also states that the controller does not alarm when this happens. The battery was removed from the patient and a new battery was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional testing revealed that the returned battery contained a faulty cell pair. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming.